Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, once on site the fse was not able to reproduce nor confirm the reported issue. However, due to many alleged errors pointing to two different parts, the fse replaced both possible culprits - the universal surgical manipulator (usm) and the set up joint (suj) assembly to prevent the errors from recurring. The system was tested and verified as ready for use. The fse further advised the customer to call isi technical support engineer (tse) when facing an issue and prior to converting the procedure, so that troubleshooting can be performed with the isi tse. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to errors occurred on usm3. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm and set up joint (suj) assembly to prevent the errors from recurring. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that a nurse contacted the intuitive surgical, inc. (Isi) field service engineer (fse) on behalf of the operating room (or) team. She stated that they were facing error 31221, and this could be confirmed beside many other issues like errors 307 and 1007 reported from usm3. Procedure has already been converted to laparoscopy, using a da vinci vision side console (vsc) and (scope + the integrated electrosurgical unit (iesu)). It was confirmed that there was no patient harm due to conversion. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received both the parts involved with this complaint and completed the device evaluation. The universal surgical manipulator (usm) was analyzed and the reported errors were confirmed and replicated. In the logs, fa confirmed 100 errors indicating a fault on the axes controller, motor (acm) printed circuit assembly (pca). The unit passed all system testing without reporting any relevant faults or errors. During testing, the unit errored out in sine cycle, indicating a fault with the 48v flat flex cable (ffc) on the acm pca. The 48v ffc was replaced with a golden unit, and it was able to pass all testing. After testing, the original 48v ffc was reinstalled for aba testing and the unit once again errored out in sine cycle. The set up joint (suj) was also analyzed and the reported failure was confirmed. The unit was installed on the system triggering error 307. Rfe also confirmed error. The unit was installed on a testing platform and failed the tornado twang test. The logs confirmed that communication issues coming from the axes controller tornado (act) were occurring and producing error 307.

Event description:
Refer to h10/h11 for follow-up information.